Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the keypad buttons responded properly. The keypad cover was removed and no contamination was found under any key contacts. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump was starting to program bolus delivery without user intervention after an intended bolus was delivered. It was alleged that the keypad buttons seemed to be activating without input from the user. The reporter denied tactile changes in the keypad buttons, however suspected that the pump may have brushed against an object that may have activated the buttons, or that the buttons may have been hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.